Event description:
It was reported to the aci sales professional that a female patient described as obese underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (rcfa) via a 6f sheath. A pre-procedure femoral angiogram showed no presence of calcium in the vicinity of the arteriotomy. Following the procedure, the physician who is a trained user of the mynx, chose the mynx cadence for femoral arterial closure. It was reported that the physician shuttled down to expose the advancer tube, however the advancer tube did not engage. The physician removed the device and converted the patient to 22 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned device showed the shuttle was engaged to the handle and the tamp locks dislodged. Further observation showed the proximal segment of the polyimide shaft to have been stretched and the core wire was detached from the plunger. Based on the provided information and the investigation performed, the root cause of the reported failure to deploy could not be determined. The review of the lhr (lot f1129208) indicated that the mynx lot met all established performance criteria prior to shipment.